Manufacturer narrative:
Device evaluated by manufacturer: analysis of returned product revealed that the device has body bent, broken at 149 cm from the spring tip and spring tip bend and stretched. The kinks at the body and spring tip bent and stretch are evidence of difficulties during the medical procedure. There is no evidence that the device presented any failure before its use, since visual inspections are require before use it inside the patient. The broken section shows (cutting lines, diagonal cut and mechanical marks) evidence that the wire was cut.

Event description:
Reportable based on completed analysis on the 26-apr-2019. A rotablator rotational atherectomy system was received with no reported issues. However, device analysis revealed a fractured device.